Manufacturer narrative:
The lot history records of the sterile and individual component parts were reviewed in their entirety during the investigation. These records included quality inspection records, component inspection records, component print specification, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of conformance. No non-conformances were found in any records that were reviewed that would have contributed to the device failure. 7100-4h15 500709 product name: 4 hole motoband plate 15mm - sterile, 1500-3522 400027 product name: 3.5mm x 22 mm non-locking screw, 1500-3526 400049 product name: 3.5mm x 26 mm non-locking screw, 1500-3516 500856 product name: 3.5mm x 16 mm non-locking screw.

Event description:
Fusion of the 2nd and 3rd metatarsal joints was performed using crossroads 4-hole motoband plates, non-locking screws and himax staples on (B)(6) 2019. The patient also underwent lapidus procedure of the 1st metatarsal with a non-corssroads device (paragon 28 phantom nail). It is unknown if all hardware placement occurred during the same procedure. Doctor performed a routine follow-up x-ray and noted that the screw had backed out.